Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a revascularisation of left mid and distal sfa using two pacific xtreme pta catheters. Approximately 9 months post revascularisation, the patient suffered left femoral artery chronic occlusion. This was treated with a target vessel revascularisation of the left leg using pta and stenting. The event was resolved.

Manufacturer narrative:
The cec has adjudicated that the event is related to index device but not related to the procedure or paclitaxel. The investigator reported that the event is not related to index device, procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.